Event description:
It was reported that the device was removed due to excessive battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the field experience of premature battery depletion was verified in the laboratory. The battery depletion was caused by an internal short within the battery.